Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, compared to his brother¿s aviva meter, within 10 minutes: 354 mg/dl (system 1) and 105 mg/dl on his brother¿s meter (system 2). The same test strips were used with each meter. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.